Event description:
Hill-rom received a report from the account stating the pt's right head side rail is not latching. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found no problems with the siderail. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned, adjusted, and lubricated internal parts on the side rail latch to resolve the issue. Based on this information, no further action is required.